Manufacturer narrative:
Waiting for parts to do repair.

Event description:
It was reported via repair work order that the bed exit was not working due to damaged scale assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report the bed could not be located to perform repairs.

Event description:
It was reported via repair work order that the bed exit was not working due to damaged scale assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.